Manufacturer narrative:
(B)(4). Batch # = n90264. The analysis results found that the el5ml device was received in good visual condition. In addition, 1 unformed clip loose was received with the device. Upon cycling, the instrument was noted to be empty; in addition, the lockout mechanism was found to be non-functional, due to this condition no further testing could be performed. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl spring was found to be out of position; this condition caused the lockout and the anti-backup failure, however no conclusion could be reached as to what may have caused the ratchet pawl spring to be out of position. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip fell off and two clips came out at a time from the eighth firing though the device functioned as intended until the seventh firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.